Event description:
A lesion at approx a 60 degree angle was treated with the rotablator. The advancer/catheter appeared hesitant to go around a bend in the artery. At that time, the guide wire fracture was noticed. The distal portion of the guide wire was retrieved and no pt injury was reported.